Manufacturer narrative:
Additional narrative: additional information: the device lot number was documented as unknown in the initial report. The device lot number has been updated to g313082729. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as aug 5, 2013. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during surgery and after an osteotomy, when the surgeon tried to drill a hole on a bone fragment, it was observed that the tip of the cutting burr device broke about 3 to 4 mm in length. According to the report, the broken tip buried itself in the surgeon¿s scrub suit so the patient was not harmed. It was further reported that the surgeon and other staff were not harmed either. There were no delays in the surgical procedure. The surgeon used another cutting burr device to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this was most likely due to excessive lateral or side to side force the assignable root cause was determined to be due to misuse and/ or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The lot number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.